Event description:
It was reported that the insulin pump alarmed various battery alarms. Customer stated that the battery compartment and spring are corroded. Customer's blood glucose reading was 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Failed battery test alarm, off no power alarm, low battery alarm was not verified due to blank display. The device had minor scratched display window, cracked reservoir tube lip, and cracked reservoir tube.